Event description:
The customer reported that they had a leakage at the bubble trap of one clinlmacssi tublng set ls. They observed the leakage at the beginning of the cell separation run. The customer furthermore pointed out that they could rescue the cells. As a consequence, the patient was not harmed.